Event description:
In this event it was reported that a nitiflex file separated; the separated piece was incorporated into the fill.

Manufacturer narrative:
However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.